Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dyspnea is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The rx ultra device is being filed under a separate medwatch MFR number.

Event description:
It was reported that the index procedure took place on (B)(6) 2018 during which a 3.5 x 15 mm xience alpine stent and a 5.0 x 38 mm ultra multi-link stent were implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2018 for shortness of breath. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.